Event description:
In 2008, the lay-user/patient contacted lifescan brazil alleging that a one touch ultra meter read inaccurately low, compared to a hospital meter. The patient tests his blood glucose once or twice a week. When he does test, the patient typically tests in the afternoon between 4:00-6:00 pm. He does not take any medications for diabetes. The patient indicated that the alleged meter issue started on an unspecified date/time in the previous month. The patient had reportedly obtained a result of "100 mg/dl." The patient could not recall what time the blood glucose test was performed. He did not take any actions related to diabetes treatment after the testing. It is also not clear how the patient felt at the time the result of "100 mg/dl" was obtained. At an unspecified time that same day in the afternoon, the patient claimed that he developed symptoms of sweating, a fever, and "sea-sickness." He did not take any actions to treat himself in response to developing the symptoms. Later, that same afternoon at 7:00 pm, the patient claimed that he received assistance in an emergency room (ER). The patient's blood glucose was reportedly tested on an ER/hospital meter and a result of "351 mg/dl" was obtained. The patient claimed that he was treated with IV fluids (unknown contents). The patient also mentioned that he had an infection. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed symptoms that could be suggestive of a serious injury, after the alleged inaccurate low result on the subject meter and claimed that he received a result of "351 mg/dl" in an ER. In addition, he reportedly received IV fluid treatment after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.